Event description:
Oversensing on the ventricular channel was observed via homemonitoring. The lead was capped and also the ICD was replaced to reduce the future surgeries. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6), 2023 and (B)(6) 2024 recorded the increase in short intervals from 0 to >249 at the end of the recording period. The analysis of the provided iegm episodes no. 66 from (B)(6), 2024, no. 65 from (B)(6), 2024 and no. 64 revealed from may 09, 2024 artifacts on the rv channel, which led to the reported oversensing. The available x-ray image showed the pocket region revealing an indention of the nearby bradycardia lead. The lead under complaint did not show any peculiarities. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.